Event description:
Several attempts were made to start blood pum and/in reset to prevent blood loss, attempt was made to manually reinfuse pt via handrank, when this was attempted blood pump took off at an extremely fast rate (greater than 500 cc/min). This stopped with in a few seconds, however, pts arterial & vinous needle sticks infiltrated preventing pt from being dialyzed in that day.